Event description:
Baxter product sureveillance received a report from a home patient's nurse that a minicap had fallen off a transfer set of a home patient. Although the home patient's nurse did not initially indicate that this lot was involved in the issue, they were also sent by the reporter for evaluation, and were received and made aware on 05/30/2006. The home patient had been using peritoneal dialysis since 09/2005, and the particular transfer set had been in use since 04/03/2006 (two days). The transfer set was changed on 04/05/2006 after the incident. It is unknown if this lot was used by the home patient, and thus no patient injury or medical intervention is reported.

Manufacturer narrative:
Evaluation summary: results indicate that the lab was not able to confirm the reported event. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.